Manufacturer narrative:
Complete information: patient information : patient identifier: 01001739509. Patient information: no further patient information was provided by the customer. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed a false positive architect total b-hcg result for one sample. The following data was provided: 08apr2020 sid 01001739509 initial result = 4595.14miu/ml (positive), repeat was <1.2 miu/ml (negative). No impact to patient management was reported.

Manufacturer narrative:
A review of tracking and trending did not identify any trends for the complaint issue. Return testing was not completed as returns were not available. Accuracy testing was performed using a retained kit of lot 04405ui00. All validity and acceptance criteria were met during the completion of this protocol, demonstrating that this lot is performing acceptably. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. A review of labeling concluded that the issue is sufficiently addressed. Based on the investigation no systemic issue or deficiency of the architect b-hcg for lot 04405ui00 was identified.

Manufacturer narrative:
An error was identified on (B)(6) 2020. The incorrect g4 date was submitted in follow-up 01. The correct date is (B)(6) 2020.